Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged inside the patient. The de novo eccentric target lesion was located in the mildly calcified left anterior descending artery (lad) with more than 70% stenosis and was 28mm long with a reference vessel diameter of 2.75mm. Vascular access was gained via the femoral artery. After pre-dilation, the 2.75x28mm taxus liberte stent could not cross the lesion to be placed in the proper position. The physician tried to push it, but the stent came off the stent delivery system at the left common femoral artery. The stent migrated to the superficial femoral artery where it remained. The procedure was completed with a 3.0x20mm, 2.75x16mm and 2.5x20mm taxus liberte stents. No further patient complications were reported and the patient condition was stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged inside the patient. The de novo eccentric target lesion was located in the mildly calcified left anterior descending artery (lad) with more than 70% stenosis and was 28mm long with a reference vessel diameter of 2.75mm. Vascular access was gained via the femoral artery. After pre-dilation, the 2.75x28mm taxus liberte stent could not cross the lesion to be placed in the proper position. The physician tried to push it, but the stent came off the stent delivery system at the left common femoral artery. The stent migrated to the superficial femoral artery where it remained. The procedure was completed with a 3.0x20mm, 2.75x16mm and 2.5x20mm taxus liberte stents. No further patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned without the stent attached. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location as per manufacturing process. The balloon was tightly wrapped and was not subjected to any positive pressure. There was a break in the hypotube 850mm from the midshaft hypotube bond. The proximal section of the hypotube containing the hub was not returned. There was a severe kink in the hypotube 15mm from the hypotube break. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).